Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture and cyst was received on march 17, 2020 with lot number: 3142077. Analysis of the returned device identified: underweight, opening on posterior, red particles in the shell. A visual and microscopic analysis was performed which identified sharp opening and crease fold. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: sharp opening on posterior assessed as an unidentified (tear) opening. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported right side rupture and cyst. The device has been explanted.

Event description:
The device was explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture and cyst. The device remains implanted.